Event description:
While treating a patient with the model 3100a, therapists noticed a burning smell. This smell was traced to the humidifier which was out of water. Later, after the patient had been temporarily taken off the 3100a to move him, the operators could nto get the 3100a's oscillating drier to re-start. The operators replaced a valve diaphragm on the patient circuit, and upon re-starting the oscillator, again noticed a burning smell and heard a clicking sound. The patient was placed on antoher 3100a. Hospital staff said the patient may have been comromised.